Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for syncope. There was no st. Jude medical programmer to interrogate. It was recommended to contact the st. Jude medical representative but nurse stated that the representative would not come to this location. No additional information was available.